Event description:
The dealer alleges that the right crossbrace broke at the weld near where the pivot link linkage is at. He stated that there is nothing bent on it all but it just was a clean break from the weld. He stated that there was no injury at all. The weight of the end user is (B)(6) as of (B)(6) 2014.

Manufacturer narrative:
Follow up to be sent if additional information is received.